Event description:
It was reported that the patients lead was frayed at the proximal end. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility.